Manufacturer narrative:
Product event summary #geo event description: it was reported that this reveal linq indicated rrt earlier than expected. Preliminary geo assessment: post rrt no save to disk file or manual transmission available so we cannot determine if this is fa700 yet. Preliminary geo conclusion: not reportable as long the device is not replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.